Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse educator reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 at 4 pm with blood glucose of over 600 mg/dl. The customer treated with the insulin pump and intravenous injection. Customer stated that the tape was not sticking. Customer troubleshooting was declined for high blood glucose level. The insulin pump will not be returned for analysis.